Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the self-test failed.

Manufacturer narrative:
Based on the available information, the asp visited the customer's site, evaluated the device, performed a self-test, and checked the hardware and work interface. It was confirmed that the paddle was not clean. After cleaning the paddle, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.